Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device continuously alarms for downstream occlusion when trying to prime and has a bubbled downstream occlusion (dso) seal. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal. Review of the event history log (ehl) showed a downstream occlusion alarm. Functional and visual tests were performed, and the reported issue was not duplicated but the event log found alarm for downstream occlusion. The cause of the reported issue was due to a out of calibration/adjustment. The service history review had no indication that the complaint was related to a service of the device within the review period.